Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. While introducing the farawave catheter into the sheath, large bubbles and significant amounts of air were observed. Bubbles were seen in the flushing line, along the sheath shaft, and excessive bubbles were present in the aspiration syringe. Aspiration and flushing were repeated, but air continued to appear, leading the team to conclude that the faradrive valve was faulty. No air was observed in the patient. The sheath was replaced, and the procedure was completed without complications.